Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to artifacts oversensing. Provocative maneuvers did not reproduce the observed artifacts. Due to a potential electrode fracture, the final decision was a replacement procedure. The s-ICD was not revised while this implantable electrode was explanted and replaced. However, technical services reviewed the case and recommended to replace the s-ICD as well as the mentioned issues may not be refuted only to a single product. The sense b node issue was suspected. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspections revealed no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to artifacts oversensing. Provocative maneuvers did not reproduce the observed artifacts. Due to a potential electrode fracture, the final decision was a replacement procedure. The s-ICD was not revised while this implantable electrode was explanted and replaced. However, technical services reviewed the case and recommended to replace the s-ICD as well as the mentioned issues may not be refuted only to a single product. The sense b node issue was suspected. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.